Manufacturer narrative:
(B)(6). The exact date of device breakage is unknown; however, the patient reportedly began experiencing pain on (B)(6) 2016. This report is for one (1) unknown screw. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot number for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a femur revision surgery was performed on (B)(6) 2016 after x-rays revealed a broken plate. The original surgery was performed on (B)(6) 2015 in which a plate and screws were implanted. On (B)(6) 2016, the patient was standing, heard a loud snap, and then began experiencing sudden onset of severe pain in the leg. The patient rested for the weekend and had x-rays performed on (B)(6) 2016 which revealed the broken plate. Soon after, the patient followed up with the surgeon to schedule a revision surgery. The reporter did state that prior to the plate breaking, other x-rays had revealed insufficient bone growth at the level of the fracture. During the revision surgery, the previously implanted hardware was removed and a rod was placed. The reporter is unaware of any complications or surgical delays during the revision surgery. The removed hardware included the following: one (1) plate, which broke at the seventh hole from the bottom; one (1) screw that appeared to be missing the distal tip (measuring approximately 3/8 inches long); eleven (11) intact screws measuring approximately one inch long; and six (6) intact longer screws. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).